Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/22/2016 - voicemail, 12/22/2016 - email, 12/29/2016 - email. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The vent engine was replaced.

Event description:
The hospital reported that, during a case, when switching from manual mode to pressure mode, the ventilator would not start. There was no reported patient injury.